Manufacturer narrative:
H3) the door switch assembly was returned to the manufacturer for evaluation. Testing found that the release mechanism was not operating as designed as it would stick. Additionally, the unit intermittently failed continuity testing. Continuation of d11) pn: bi71000166, ln: av1254-1017/mps103f. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000166. A manufacturer representative went to the site to test the equipment. It was reported that the door switch was replaced. The other 4 door switches was inspected/adjusted. The door was opened and closed about 10 times to test and confirm that the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a procedure. It was reported that when the site attempted to do a spin, the imaging system indicated that the door was open even though it was closed. The site tried to open the gantry but it would not open. The system was then rebooted but it still would not open. They manually opened the gantry to remove it from the patient. Navigation and imaging was aborted due to this issue. Impact on patient outcome and length of surgical delay is unknown at this time. (B)(6) 2020 additional information received. It was reported that while the manufacturer representative was on site to checkout the system, chipped paints was found on the system indicating that the system had been ran into something. The sidewall door switched was also found to be damaged.